Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm, a 2.50mm x 12mm, and a 3.00mm x 12mm nc emerge balloon catheters were used for post dilation. However, during individual inflation of each balloon, all the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen. The balloon was loosely folded, and the device had tip damage. At 10mm from the tip of the device there was a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm, a 2.50mm x 12mm, and a 3.00mm x 12mm nc emerge balloon catheters were used for post dilation. However, during individual inflation of each balloon, all the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.